Manufacturer narrative:
(B)(4). Batch: r5ax14. Additional information requested but not received: can you please provide more details regarding the first load where no staples were released? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device cut but not staple the tissue? Did the device deliver any staples? If yes, were the staples that deployed into the tissue formed in the proper closed b-formation? Also, you mentioned the stapler made a strange sound. Can you please explain when the sound was heard and describe the sound the device made? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/2 and with the reload lockout spring normal. In addition, a second 6r45b reload was received. The reload was returned partially fired 1/4 and with the reload lock out spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). Reload b: 6r45b, r5975l, partially fired 1/4, lockout damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the note on the devices reads: "it was a doctor one & doctor two combined case on an (B)(6) pregnant woman. The first load no staples were released and the stapler made a very strange sound. Put in a second load, the stapler sounded better, but did not fire." Patient consequences were not reported.